Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1 initial reporter: the complete name is person in charge.

Event description:
It was reported during a routine check performed by the customer, the cs300 intra-aortic balloon pump (iabp) printer was not working. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings and investigation conclusions), h10, h11. Corrected fields: d5, e2, e3, g2. At this time, the customer has not requested getinge to evaluate the iabp. Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted. H3 other text: device not repaired.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and confirmed the symptoms. Fse adjusted the printer to resolve the issue. Fse confirmed that printer is working fine now.